Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014; product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
It was reported there was an infection and explant was planned for the date of report. The pump was used to deliver fentanyl and clonidine. It was reported there was yellow drainage at the pump site. The patient status was noted as alive with no injury. Additional information confirmed the device was explanted. It was reported the patient was discharged from the hospital on (B)(6) 2014 without sequelae.